Manufacturer narrative:
(B)(4)

Event description:
It was reported that small p-wave and sensing issue was observed on the ra lead. Patient was asymptomatic prior to procedure. Lead was explanted and a new lead was implanted. Patient was stable.